Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: were all three 2b12lt devices used on same procedure?

Event description:
It was reported that during a robotic procedure, the caps/toilet seat come off easily and air leaks out causing pneumo to be lost quickly. The procedure was completed using same like device. There were no adverse patient consequences reported. Devices have been discarded.